Event description:
It was reported by a distributor that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in the country of georgia and was expected to present for a device follow up where troubleshooting was needed. It was not reported why the troubleshooting was required, and despite efforts, no further information has been received. Available information suggests no adverse patient effects occurred and that the device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.